Event description:
The manufacturer received information alleging ventilator service required alarm occurred on a trilogy evo 02. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The device was returned to a third-party service center for evaluation, and the customer complaint was confirmed. During the evaluation an error code indicating (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. No alarms sounded at bench run. The air pathway was inspected for contamination and debris, and none was found. Inconclusion the machine flow sensor was replaced as a precautionary measure. An internal/external inspection of device found the following: outlet side panel and vanity cover were cracked, and the air inlet foam filter was missing therefore were replaced. The device passed all testing.